Event description:
It was reported that this right atrial lead was surgically abandoned due to undersensing, loss of capture with no asystole, and pacing inhibition. There were no additional adverse patient effects reported.